Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer received a fill estimate of 200 units of insulin after loading approximately 300 units of insulin. Customer's blood glucose level was not impacted. Customer declined further follow up from tandem technical support.